Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module over infused at a rate outside the guardrails limit. No specific information regarding the medication or rate of infusion was provided. The customer indicated the patient was harmed, however no specific details were provided. Although repeated attempts were made to acquire additional information from the customer, none was provided.

Event description:
It was reported that the pump module over infused at a rate outside the guardrails limit. Patient was given 644ml of intravenous fluids over 1.5 hours resulting in fluid overload. The customer indicated the patient was transferred to tertiary care. Patient was discharged within 24 hours from tertiary care.